Event description:
The customer stated an architect i2000 analyzer generated a falsely elevated ca 19-9 result for one patient sample. The analyzer generated an initial ca 19-9 result of 39.57 and a repeat ca 19-9 result of 8.09 u/ml. The falsely elevated ca 19-9 result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was completed using retained kits of reagent lot 27228m500, and acceptance criteria were met. Tracking and trending did not identify any atypical complaint activity related to discrepant patient results. Labeling was reviewed and found to be adequate. A product deficiency was not identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.